Manufacturer narrative:
Product analysis: analysis noted that the lower part of the external pulse generator (epg) display had one missing line in a critical place and the case was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.